Event description:
A physician reported a pt who was initially skin tested on 18 march 1999 and on 05 april 1999 with negative results. Subsequently, the pt was treated periorally on 20 april 1999. On 21 april 1999 the pt noted redness and inflammation at the facial treated and test sites which resolved on 22 april 1999. The physician dianosed hypersensitivity. The pt was treated with methylprednisolone via intramuscular on 21 april 1999, which was effective. The pt was also treated with ebastel orally on 21 april 1999. As of 18 may 1999, the symptoms had resolved with no sequelae. The local symptoms were considered by the physician to be product related.